Manufacturer narrative:
Date of event: this event occurred on an unknown date between december 02, 2022 ¿ january 03, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black particulate matter was adhered inside of injection port in seven (7) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: seven (7) actual samples were received for evaluation. Visual inspections with the unaided eye and with magnification were done on all samples with the fill port caps removed. The visual inspection with magnification observed a white polymeric appearing particle (consistent with fill port material) loosely on the fill port interior wall of one (1) sample only. The reported condition was verified in one (1) sample; however, not verified in the remaining six (6) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.